Event description:
It was reported that this right ventricular (rv) lead and cardiac resynchronization therapy pacemaker (crt-p) exhibited oversensing of noise that resulted in a signal artifact monitor event that disabled the minute ventilation feature. The oversensing resulted in an unknown duration of pacing inhibition. Technical services (ts) discussed troubleshooting options. No adverse patient effects were reported. The device remains in service. The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional pertinent information become available this report will be updated.